Event description:
On 06/22/05, the customer called the baxter customer service center to report a problem with the arena device, renal software and patient data cards. He stated that he reprogrammed all of the pt data cards to a standard bath (bicarb solution) of 39. He took the card and put it into the arena and the prescription read 42 instead of 39. He then removed the card and checked it in renal soft and the prescription read 39 as programmed. He also tried soft and the prescription read 39 as programmed. He also tried another card and that card read 34 instead of the programmed 39.